Manufacturer narrative:
Corrected information was provided in d3, e1 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the positioning issue was determined to be an unintentional use error as the pump was removed from ventricle accidentally.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 56-year-old male patient for acute myocardial infarction (ami) complicated by cardiogenic shock (cgs), prior to percutaneous coronary intervention (pci) for coronary angioplasty (percutaneous transluminal coronary angioplasty, ptca) and stent placement. While the patient was supported with the impella cp device, it was reported that during repositioning performed by the intensivist, the device was unintentionally withdrawn from the left ventricle. Attempts to re-cross the aortic valve were unsuccessful. Despite the accidental removal, the patient remained hemodynamically stable. The cardiologist elected to remove the device, and the patient was taken to the cardiac catheterization laboratory (ccl), where the impella cp was removed without issue. The accidental withdrawal of the device is consistent with known procedural risks related to manipulation of large-bore mechanical circulatory support catheters.